Manufacturer narrative:
The device in this reported event was a dressing that covered a central venous catheter site. The actual device was discarded after use. Sample dressings from the same lot were received from the customer. The quality analyst reviewed the batch data for the reported lot, 2018-07 ml. Based on the batch data review all data met specifications. A complaint history was also reviewed and there have been no other reports for 1657r lot 201807 ml. The package insert provides the following information: precautions..... The skin should be dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion. Site care..... Prepare the site according to institution protocol. Clipping of hair at site may improve dressing adhesion. Shaving is not recommended. The skin should be clean, dry and free of detergent residue. Allow all preps and protectants to dry completely before applying the dressing to prevent skin irritation and to ensure good adhesion....... Sitecare: the site should be observed daily for signs of infection or other complications.... Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm(tm) chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised, if the site is obscured or no longer visible, if there is visible drainage outside the gel pad, if the dressing appears to be saturated or overly swollen. To test if the dressing is fully saturated, lightly press down on a corner of the gel pad with your finger. If the gel pad remains displaced once your finger is removed, the dressing should be changed. Note: tegaderm¿ chg dressing is not designed to absorb large quantities of blood or fluid.

Event description:
Customer reported a male renal outpatient had a central venous catheter (cvc) for hemodialysis. A 1657r tegaderm chg dressing reportedly covered the site. Customer reported the patient experienced a reaction described as; soggy itchy skin with white granules under the chg gel pad portion of the dressing. The dressing was reportedly discontinued and oral antibiotics were used for treatment. The catheter was not removed, cultures were negative and the area reportedly healed. Customer reported multiple dressings were applied to the site before the symptoms developed. The site was reportedly exposed to moisture from the patient's bathing/showering.